Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 04-may-2016. A legal claim was received. Case is now incident. Plaintiff had essure inserted for permanent sterilization and experienced device complications. Essure was removed. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and stated she had broken coils. Essure was removed. This case became legal. This event, interpreted as device breakage, was considered listed upon receipt of the product technical analysis. The case was reported with limited information. The exact date and mechanism of the breakage were not reported. However, given the nature of the event, causality with essure cannot be excluded. Additional non-serious events were reported. This case was upgraded to incident since device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2033, awareness date 20-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that she experienced painful periods, painful sex, periods every 15 to 20 days, pelvic pressure, heart palpitations, weight gain, high inflammation in her body, low back pain and broken coils. Follow-up received on 11-nov-2015: ptc investigation result was provided. Ptc global number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and stated she had broken coils. This event, interpreted as device breakage, was considered listed upon receipt of the product technical analysis. The case was reported with limited information. The exact date and mechanism of the breakage were not reported. However, given the nature of the event, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.